Manufacturer narrative:
Model number/catalog number: sc-2352-50. Serial number: (B)(4). Batch/lot number: 20034611. Model/catalog description: linear 3-4 lead - 50cm.

Event description:
A report was received that the patient was experiencing burning sensation whether the stimulation was turned on or off. It was noted that one of the leads had migrated. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively.